Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a fog / moisture observed under the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was observed to have moisture behind the display screen lens. The pump battery compartment was observed to be cracked and the battery compartment was observed to be leaking. The pump was opened and corrosion was found inside the pump. Unrelated to the moisture in the display issue, the pump powered on with a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.